Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance cancelling treatment due to an emergency. The patient¿s caregiver stated that the patient had chest pain and had to go to the emergency room. The patient was not admitted to the hospital. The patient recovered from the event and continued pd therapy with no further issues.

Manufacturer narrative:
Clinical review: based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Furthermore, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.